Event description:
The customer contact reported concurrent delivery. The tubing set was being used to deliver normal saline on the primary line via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set to deliver an unspecified chemotherapeutic agent at a rate of 465 ml/hr. The primary solution container was lowered with " two hooks" below the secondary container; however, concurrent flow was noted. The tubing sets remained in clinical use and the therapy was completed. There were no reported adverse patient effects. No medical interventions were required. Through requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.